Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed. The 100%, chronic totally occluded, 65 x 3.0 mm, diffused target lesion was located in the mildly tortuous proximal left anterior descending (lad) artery. The lesion was treated with pre-dilation and placement of a 3.5 x 28 mm promus element everolimus-eluting coronary stent system at 16 atmospheres. Following post dilatation, the residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2016, coronary artery restenosis was confirmed in the mid left anterior descending (lad) artery. On the following day, percutaneous coronary intervention (pci) or coronary artery bypass grafting (CABG) was performed and the symptoms were relieved.